Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked. The event was further described as ¿transfer set can¿t fit tightly with the minicap and the iodine leaked out¿. This occurred after replacing the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address : (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification observed damage on the sealing surface of the female connector. Functional testing including clear passage and clamp function testing was performed with no issues noted. Leak testing failed due to a leak between the female connector and minicap. The reported condition was verified. The damage on the female connector is the cause of the leak. The cause of the damage is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.